Event description:
The complainant stated that he has been using target brand lubricating eye drops for a number of years. In the past several months he stated that his eyes have been red and irritated which he in turn used more of the eye drops. He finally went to his eye dr and believes that the eye drops are the source of the irritation. He stated that he can see what look like dust bunnies floating in the single dose vials. He also stated that he was told by target that the vials are mfg by bausch and lomb. He stated that he contacted bausch and lomb and that they would not help him. He did not provide any additional info on his dr. At one point he stated that he talked to a friend who was a physician and then he said that he was under a dr's care and only gave the name and city of the physician. He stated that there are 70 vials per box and that he bought and began using the vials in 2/06.